Event description:
Information received from the field does not address the patient's clinical status but notes premature battery depletion. The device was pacing at 40 ppm even though the rate was programmed to 70 ppm. The device could not be interrogated.